Event description:
Updated clinical narrative: the field representative responded that the patient had the myocardial infarction prior to support. Clinical narrative: an impella cp device was inserted via the right femoral artery in a 51-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock, classified as society for cardiovascular angiography and interventions (scai) stage d shock. During impella cp support, amber to slightly red-tinged urine was noted. No laboratory testing was drawn to quantify hemolysis. Device position was verified and measured approximately 3.8 cm within the left ventricle, with the catheter positioned in a mid-ventricular, appropriately oriented position. Volume status was assessed as adequate. The impella cp was running at performance level p-9. The patient was noted to have elevated afterload, with a mean arterial pressure of approximately 109 mmhg. Per the field representative¿s report, no blood products were administered. The reported hemolysis resolved following reduction of the impella performance level and pump repositioning. Per the field team, it is unknown whether renal failure requiring dialysis was related to the reported episode. During overnight impella cp support, the patient experienced ventricular tachycardia. Pump position was reassessed and remained appropriate, measuring approximately 3.8 cm within the left ventricle. The patient was treated with an amiodarone bolus followed by continuous infusion, resulting in resolution of the ventricular tachycardia. An echocardiogram demonstrated a left ventricular ejection fraction of approximately 30%, with apical and anterior wall hypokinesis, consistent with a large myocardial infarction, which was identified by the clinical team as a contributing factor to the observed arrhythmia. At the time of reporting, the impella cp device remained in place, running at performance level p-9 with approximately 3.7 liters per minute of flow, and the patient remained on ongoing mechanical circulatory support with elevated afterload. Hemolysis and ventricular arrhythmias are known potential risks in the setting of impella support and acute myocardial infarction, and may be influenced by patient-specific factors such as underlying myocardial injury, afterload conditions, hemodynamic instability, and device positioning.

Manufacturer narrative:
B5: added updated clinical review.

Manufacturer narrative:
Additional information received from the field states that the representative confirmed the patient¿s ventricular tachycardia (vt) was not a pre-existing condition.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted via the right femoral artery in a 51-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock, classified as society for cardiovascular angiography and interventions (scai) stage d shock.during impella cp support, amber to slightly red-tinged urine was noted. No laboratory testing was drawn to quantify hemolysis. Device position was verified and measured approximately 3.8 cm within the left ventricle, with the catheter positioned in a mid-ventricular, appropriately oriented position. Volume status was assessed as adequate. The impella cp was running at performance level p-9. The patient was noted to have elevated afterload, with a mean arterial pressure of approximately 109 mmhg. Per the field representative¿s report, no blood products were administered for the reported hemolysis. The hemolysis resolved following reduction of the impella performance level and pump repositioning. It is unknown whether renal failure requiring dialysis was related to the episode of hemolysis.during overnight impella cp support, the patient experienced ventricular tachycardia. Pump position was reassessed and remained appropriate, measuring approximately 3.8 cm within the left ventricle. The patient was treated with an amiodarone bolus followed by continuous infusion, resulting in resolution of the ventricular tachycardia. An echocardiogram demonstrated a left ventricular ejection fraction of approximately 30%, with apical and anterior wall hypokinesis, consistent with a large myocardial infarction, which was identified by the clinical team as a contributing factor to the observed arrhythmia.at the time of reporting, the impella cp device remained in place, running at performance level p-9 with approximately 3.7 liters per minute of flow, and the patient remained on ongoing mechanical circulatory support with elevated afterload.hemolysis and ventricular arrhythmias are known potential risks in the setting of impella support and acute myocardial infarction, and may be influenced by patient-specific factors such as underlying myocardial injury, afterload conditions, hemodynamic instability, and device positioning.

Manufacturer narrative:
Additional information has been provided in d3. Renal failure/tachycardia/pdi: the cause of the injury was not determined due to insufficient clinical details. Hemolysis/patient-device interaction: the cause of the issue was not established as no product or logs were returned and insufficient clinical information was provided.